Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Staphylococcus aureus infection [staphylococcal infection]. Left knee swelling [joint swelling]. Left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider, via a company representative, regarding a female patient (unknown age and initials). The patient had a history of previous synvisc injections, eight months prior to the date of this report. The patient experienced left knee swelling which had to be aspirated after receiving synvisc. On 30(B)(6) 2010, the patient received an injection of synvisc into her left knee. The hcp reported, one day after receiving the synvisc injections, the patient experienced left knee swelling which had to be aspirated. Fluid was positive for elevated white count. On (B)(6) 2010, the swelling continued to worsen and the patient was scheduled to have an arthroscope that afternoon to have left knee lavaged. The patient's adverse events were treated with aspiration and anti-inflammatory medication (unspecified). The lot number was reported to be n1009. At the time of this report, the outcome of the patient was unknown. Additional information was received on (B)(4) 2010 in the form of qa results. The production and quality control documentation for lot# n1009, with expiration date 02/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional information was received on (B)(6) 2010 from the healthcare provider and the case was upgraded to serious. The patient was a (B)(6), initials (B)(6). The patient had a history of previous treatment with nsaids, previous treatment with synvisc, moderate grade osteoarthritis, prior effusion, joint narrowing and osteophytes. The patient received an injection of synvisc on (B)(6) 2010 and no effusion was collected before either injection. The patient never received the third synvisc injection. The hcp reported the patient experienced knee effusion 24 hours after the second synvisc injection with an onset date of (B)(6) 2010. The hcp reported the knee effusion was severe in intensity and had a probable relation to the synvisc injections. On (B)(6) 2010, 20 ml of exudate was collected and analysis was completed. The results of analysis reported the patient had staphylococcus aureus infection. On (B)(6) 2010, the hcp reported the staphylococcus aureus infection was definitely related to the synvisc injection. Concomitant medication during the patient's synvisc treatment included feldene. On (B)(6) 2010, the patient had an arthroscopy and incision and drainage with irrigation of joint was performed. The hcp provided the patient's laboratory reports from (B)(6) 2010. The hematology report results were: white blood cell count (wbc): 9.7 thou/ul; red blood cell count (rbc): 3.58 mil/ul low high; hemoglobin (hgb): 11.3 g/dl low; hematocrit (hct): 32.4% low; red cell distribution width (rdw): 15.1 units high; platelet count: 359 thou/ul; lymphocyte %: 7.0% wbc low; monocyte %: 10.2% wbc; granulocyte %: 81.6% wbc high; eosinophil %: 0.2 % wbc; basophil %: 1.0% wbc; lymphocyte number: 0.7 thou/ul low; monocyte number: 1.0 thou/ul; granulocyte number: 7.9 thou/ul high; eosinophil number: 0 thou/ul low; basophil number: 0.1 thou/ul; and westergren sedimentation rate: 92 mm/hr high. The chemistry report results were glucose 249 mg/dl high; blood urea nitrogen test: 18 mg/dl high; creatinine: 0.66 mg/dl; estimated glomerular filtration rate (gfr): >60 ml/min/1.73 m; blood urea nitrogen/creatinine ratio: 27.7 high; sodium: 132 mmol/l low; potassium 4.6 mmol/l; chloride: 93 mmol/l low; carbon dioxide: 28 mmol/l; calcium: 9.9 mg/dl; total protein: 6.3 gm/dl; albumin: 3.7 gm/dl; a/g ratio: 1.5; total bilirubin: 0.4 mg/dl; alkaline phosphatase 116 u/l; aspartate aminotransferase (ast): 24 u/l; and alanine aminotransferase (alt): 37 u/l. The patient's synovial fluid culture results were: gram stain: white blood cells: 4+ and gram positive cocci: 1+; the culture found one organism (staphylococcus aureus). At the time of this report, the patient was not yet recovered from the knee effusion. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl, 91 mg/dl, 38 mg/dl, 191 mg/dl, 72 mg/dl, and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.